Event description:
It was reported that the patient went to the emergency room with complaints of chest pain and "electrical shocks" from his implantable pulse generator. The physician checked the device and found that there was no pocket stimulation. The device battery was found to be at end of life. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.